Manufacturer narrative:
An event of dizziness and palpitations was reported. Information from the field indicated that the patient had difficult anatomy and the device had to be repositioned and partially recaptured three times. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field stated the cause of the patient symptoms was ventricular bigeminy.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6)- 11675 (r760490501, r760815801) it was reported that on 1 june 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The device was deployed and partially recaptured three times before it was fully recaptured and removed. There was difficulty implanting the device due to patient anatomy. Then an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The device was deployed and partially recaptured one time before it was placed and deployed in the correct location. The device was successfully implanted, and the procedure was concluded. The patient was discharged. On (B)(6) 2023, the patient presented to the emergency room with dizziness and palpitations. The patient symptoms started a few days before the emergency room visit. No arrhythmias were noted. Prn medications: acetaminophen, dextromethorphan-guaifenesin, electrolyte protocol placeholder, melatonin, ondansetron, sodium chloride 0.9% were administered as treatment and the symptoms resolved the following day on (B)(6) 2023. No new medications were prescribed in the hospital. The patient was reported as stable and discharged home. The physician stated the cause of the patient symptoms was ventricular bigeminy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) - (B)(6). It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The device was deployed and partially recaptured three times before it was fully recaptured and removed. There was difficulty implanting the device due to patient anatomy. Then an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The device was deployed and partially recaptured one time before it was placed and deployed in the correct location. The device was successfully implanted, and the procedure was concluded. The patient was discharged. On (B)(6) 2023, the patient presented to the emergency room with dizziness and palpitations. No arrhythmias were noted. Medications were administered as treatment and the symptoms resolved the following day on (B)(6) 2023. The patient was reported as stable and discharged home.